Manufacturer narrative:
Approximate age of device ¿ 2 years. The pump was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted to the hospital for heparin bridging due to a sub-therapeutic inr. The patient reportedly did not tolerate the heparin and suffered a stroke. Resuscitation efforts were unsuccessful and the patient expired. An autopsy was not performed. The customer reported that the device operated as intended leading up to the stroke. No additional information was provided.